Event description:
It was reported that shaft break occurred. During unpacking of a 2.5mm x 150mm x 150cm coyote balloon catheter, it was observed that the balloon was fractured. The procedure was completed another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the shaft was kinked at 135cm from the hub and was not broken as what previously reported.

Manufacturer narrative:
Updated b5: describe event or problem: corrected h6: device code from break to material deformation. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.5mm x 150mm x 150cm coyote balloon catheter, it was observed that the balloon was fractured. The procedure was completed another of the same device. There were no patient complications reported and the patient status was stable.